Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited out of range bipolar lead impedance warning during implant of generator change. It was measured within normal limits post implant and again on remote transmission the following morning. The rv lead remains in use. No patient complications have been reported as a result of this event.